Manufacturer narrative:
The third party service organization replaced the adjustable pressure limit valve.

Event description:
The hospital reported the adjustable pressure limit valve was exhibiting higher pressure than expected. There was no report of patient involvement.